Manufacturer narrative:
(B)(4). Date sent 2/27/2025. D4 batch #536a51. B3: only event year known: 2025. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the tlc75 device was received with no apparent damage and with two (b and c) reloads present. Both reloads (b & c) were returned fully fired with the swing tab in the locked position, however, the left gripping surface of the reload (c) was found damaged as if the reload was tried to reinserted in the device channel after firing. The device was tested for functionality with a test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. This damaged is consisted with an improper loading technique. Please reference the instruction for use for proper cartridge loading. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 536a51, and no non-conformances were identified. Additional information was requested, and the following was obtained: 2. Did the device staple? 3. If the device stapled, was the staple line complete? 4. If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? 5. Did the device cut? 6. If the device cut, was the cut line complete? 7. Were the cut line and staple lines equal? 8. Was the device fired across a staple line? 9. Did the reload lock out and would not work? 10. Did the reload begin to staple and cut, but then jammed? 11. Did the device staple, but there was no cut line? 12. How was the procedure completed?

Event description:
It was reported that during a gyn oncology case, device did not meet customer expectations. It is unknown how the case was completed. No patient harm was reported.